Event description:
(B)(4). In (B)(6) I saw a new gynecologist. He listened to me about my symptoms and set me up for a diagnostic operative laparoscopy. (B)(6) I had my surgery and my dr successfully removed the right essure coil. When he cut into my left tube to remove the other coil it was not in my tube at all. He looked into my uterus with a hysteroscope and saw that my left coil was deeply embedded in the wall of my uterus. I have some relief from the sharp pelvic pain I was having but my left side still hurt. We decided to go forward with a hysterectomy to stop my pain. In (B)(6) I had a partial hysterectomy only leaving ovaries to get rid of the essure. When I woke up I immediately felt much much better. My pain was completely gone from my pelvis.

Event description:
Since I got implanted, my cycles became much heavier, very painful, and very irregular..I would sometimes have golf ball sized clots during my periods...sometime's I would have 2 in 1 month or miss a whole month all together..about 1 year later, I started having metallic taste in my mouth, and sharp stabbing pains in my lower abdomen..in (B)(6) of 2010, I found out I was pregnant, and 2 weeks later for a follow-up ultrasound visit, I was told I miscarried at (B)(6)..then again in (B)(6) of 2013, I found out I was pregnant again and was already (B)(6) along {due to irregular periods, I had no idea I was pregnant}.. I was very worried about the pregnancy..my dr had no idea what could happen to me or the baby..she was born (B)(6) 2014..I had my tubes tied after the birth.. (B)(4).